Manufacturer narrative:
The manufacturer confirmed a thermal event had occurred to the ac power cord associated with the CPAP device, resulting in an exposed lead. There was no evidence of thermal damage to the CPAP device. The manufacturer's investigation determined the thermal event was caused by physical damage, most likely due to customer misuse. Labeling instructs the user to periodically inspect the ac power cord for signs of wear or damage and to replace the ac power cord if worn or damaged. There is no patient harm associated with this reported event. The manufacturer concludes no further action is necessary.

Event description:
It was alleged that a power cord to a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no harm or injury reported.